Manufacturer narrative:
Analysis found that visually, the distal tip had broken off the inner cutter. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 3rd proximal valley while moving in a counterclockwise direction which resulted in the observed break. There was no evidence of concentricity issues or bends in the returned tube / shaft assemblies. There was uneven wear at the cutting tip as well. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of the blade broke off. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow-up, it was mentioned that the event happened during a sinus surgery. The case was completed with a replacement device.